Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the patient's home was struck by lightning. The merlin.net transmitter would not power on post the lightning strike despite plugging into several different outlets. The device was returned and replaced.